Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial #(B)(4)) displaying error message mid:09 (air trap assembly) on the screen was confirmed during functional testing. The investigation findings revealed that the root cause of the reported complaint was due to a wet air trap sensor. No physical damage on the thermogard console during visual inspection. However, a missing coldwell cap was observed. The thermogard ivtm system was manufactured in may 2013 and it is 6 years old. Therefore, the missing coldwell cap was likely attribute to user mishandling. A new coldwell cap was installed on the console. No discrepancy observed during console's event log review. Initial functional testing could not be performed due to mid:09 (air trap assembly) error message on the thermogard ivtm system. To remedy the issue, the wet air trap sensor was dried. The thermogard ivtm system was re-evaluated and passed all the functional tests. The thermogard system is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for thermogard xp ivtm system with serial #(B)(4).

Event description:
Prior to patient intravascular temperature management (ivtm) set-up, customer reported that the thermogard ivtm system (serial #(B)(4)) alarmed and prompted mid:09 (air trap assembly) error message on the display head panel. Customer added that the console does not have a coldwell cap. No patient involvement.